Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having unexplained high blood glucose of 310mg/dl, and her blood glucose was treated with the insulin pump and manual injections. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. After receiving the tubing clamp the high pressure test was performed and the test failed twice. The customer stated that the cannula was not bent or occluded. Advised the caller that the insulin pump should be replaced, but the customer declined having the replacement of the device. The customer stated that she believes her high blood glucose was due to bad food, which caused her to get sick. No further information was provided.